Event description:
Caller reported a cgm error 42 and mentioned that the same error had occurred three or more times on the current pump. There was no adverse impact to the customer's blood glucose level. To resolve the issue, a replacement pump with updated software was sent to the customer by technical support, who also provided storage mode instructions and return instructions for the problematic pump. The customer understood and acknowledged all provided instructions and was advised of the steps to take upon receiving the new pump.